Event description:
Note: this MFR report pertains to the first of two devices used during the same procedure. Refer to associated MFR report# 3005099803-2013-00378 for a description of the other device. It was reported to boston scientific corporation that a pinnacle anterior apical pelvic floor repair kit was implanted on (B)(6) 2008. According to the complainant, post-procedure, the patient presented with unspecified complications. According to the physician's office, on (B)(6) 2008, the patient was diagnosed with anterior vaginal vault prolapse and failure (subsequent to a fall after her last surgery). No complications were reported following the implantation of the device. On (B)(6) 2008, during a post-operative medical appointment, the patient was doing well, yet reported some initial post-operative low right pelvic pain. The patient reported a persistent sense of incomplete voiding. The patient was catheterized for 200 ml after waiting over an hour. An increase in hydration was advised and a call to the physician if problems persisted. The patient's condition was subsequently reported as excellent with cuff healing well. On (B)(6) 2008, during a final post-operative visit, the patient was voiding completely, free of pain, and no complaints were reported. All other information is unknown.